Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the outer coil was fractured approximately 25.5cm from the terminal pin. Lead insulation around the fracture was deformed and compressed. Microscopic evaluation determined the fracture was the result of fatigue. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by a repetitious localized force in the clavicular/first rib region.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and high pacing thresholds at routine follow-up. A revision procedure was performed at which time the lead was explanted. No adverse patient effects were reported.